Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found no related errors in the log. The fse made mechanical and electrical adjustments to correct the reported event. Fse completed the shoulder calibration, self-test with same parameters such as positioning and using manipulator on surgeon console. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by the fse. The following additional information was provided: the video showed an issue with shoulder brake.

Event description:
It was reported that during a da vinci-assisted surgical procedure with single-port (sp) da vinci system, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that patient side cart (psc) boom was not stable in the x-axis. The tse could not find any related error in the logs. The tse advised the customer to power cycle. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue was not resolved during the procedure. The boom was still moving when the customer tried to move it without pressing any clutch or force. The issue caused uncontrolled motion of the instrument when the customer touched the body of the robot to change an instrument or clean up the endoscope. The issue did not affect the procedure, and the procedure was completed robotically.